Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported migration of partial clip movement. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) grade 4. A xtw (lot: 40617r1038) was chosen for implantation and was implant anterior-septal. An additional xtw (lot: 40617r1039) was then placed posterior-septal however, right after deployment the clip became mobile and partially detached from the posterior leaflet. No intervention was performed as there was no space for an additional clip. The procedure ended with tr reduced to grade 1-2.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.